Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed the operational verification procedure (ovp), which the device passed . At this time, the reported event was not duplicated and no assembly failure could be identified. Having met manufacture specifications the device was returned to the customer. The reported alarm condition "patient disconnect" is not associated with the device alarm scripts. The only alarm associated with disconnect is a "circuit disconnect" alarm, which in this event appears to be a user device interface issue.

Event description:
The customer reported an unresolved "patient disconnect" alarm during use on this ventilator device. The customer observed the patient unable to trigger ventilator breaths. The customer stated no patient harm or injury was reported with this event.